Event description:
Customer states that the lancet does not retract back into the lancet device. No adverse event reported and no medical treatment required. Requested return of lancet device and replacement was sent.